Manufacturer narrative:
Test strip lot # 1020814094. Expiration date: 04/2016. Control solution lot # 1030214093. Range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 583 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following results of 344 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use of their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.